Event description:
The manufacturer received information alleging the patient has passed away. The caller (B)(6) was calling on behalf of her client (B)(6) the patient's spouse since the patient is currently deceased to confirm the return of the affected device. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.